Event description:
The device was returned to physio-control's service depot for a case replacement because of physical damage. It was then observed that the device energy delivery was low. Further evaluation of the removed therapy pcb assembly found that defibrillation energy delivery was inoperative. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was a broken filter, designator fl29.